Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone and/or the humeral component and the bone, which led to aseptic (non-infected) glenoid and humeral loosening respectively. Furthermore, the reported anatomic glenoid fracture and migration may have contributed to the event but cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected investigation clinical codes.

Manufacturer narrative:
(D10): concomitant device(s): 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6). 310-02-41 - equinoxe, humeral head tall, 41mm (alpha): (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 315-35-00 - glnd kwire: (B)(6).

Event description:
Approximately 5 year(s), 3 month(s) and 21 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Also reported was failed tsa, increased pain with adls, aseptic glenoid and humeral loosening, breakage of components, migration of anchor or screw. Approximately 3.5 years earlier, the patient experienced shoulder pain the radiates from the neck down to the elbow. Shoulder hurts with activity. Has ddd (degenerative disc disease) of c-spine on radiographs. The patient was recommended a follow-up appointment via telemedicine visit to discuss revision procedure. The outcome of this event is considered continuing and the clinical report indicates that this event is definitely related to the device(s) and possibly related to the procedure.